Event description:
The customer reported to phillips that the unit fails testing, exhalation pressure outside range. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.